Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: empty syringe of 1.0 ml received without cap; no needle in an opened voluma lido tray and pack. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported that during a procedure with "juvéderm® voluma¿," the needle disconnected and cracked. All product was lost. No injuries reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Hold the syringe body, firmly insert the cannula or the needle provided in the package (fig. 2). Firmly attach the cannula or the needle turning it gently clockwise as shown fig.2 until you get it well engaged into the syringe luer lock system. Check the needle visually according to figs. 3 and 4. Holding the syringe body in one hand and the cannula/needle cap in the other, pull the two hands in opposite direction to remove it, as shown in fig.5. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle or of the cannula and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported that during a procedure with "juvéderm® voluma¿," the needle disconnected and cracked. All product was lost. No injuries reported.